Manufacturer narrative:
Concomitant product(s): a 5086mri45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility due to pain with slightest touch at the implantable pulse generator (ipg) implant site. Evaluation of patient revealed elevated white count. The patient later presented to emergency department due to left upper extremity pain and immobility. Evaluation revealed implantable pulse generator (ipg) pocket infection. The patient was administered antibiotic treatment and transferred to different facility for system explant. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.